Event description:
It was reported that when the device was use during an unknown procedure, the clips did not form properly. Another device was used to complete the case. There was no patient consequence.